Manufacturer narrative:
The explanted device was returned to edward for evaluation. The valve frame was received distorted, which likely occurred when the device was explanted. Minimal host tissue overgrowth was observed encroached onto the tissue on the outflow aspect at all three commissures at the greatest point by approximately 4mm. The host tissue was moderate around the valve frame on both inflow and outflow aspects. Functional testing could not be performed due to the condition of the device. DHR review did not reveal any manufacturing abnormalities that could have contributed to the event. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that approximately 1 year post tavr the patient's 26mm sapien xt valve was explanted due to severe pvl.

Manufacturer narrative:
Additional information: per the medical records, the final post tavr procedure echo demonstrated excellent valve positioning with mild to moderate pvl and a mean gradient of 10mmhg. Two days post procedure, tte showed mild-moderate pvl with a mean gradient of 5mmhg. One year follow up tee showed mild-moderate pvl with a mean gradient of 7mmhg. Tee taken approximately 21 days later confirmed moderate-severe aortic regurgitation (3+) with 2 jets. The larger jet was located approximately where the native commissure would be located between the right and left coronary cusps. The smaller jet was at rcc/ncc commissure. The prosthesis appeared to be well seated. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the worsening pvl 1 years post tavr cannot be confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.